Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10/2.50 flextome cutting balloon was selected for use. During inflation, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The device was attached to an encore inflation unit, subjected to positive pressure and a 1cm longitudinal tear was identified in the mid-body of the balloon. The blades, tip and markerbands were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A visual and tactile examination found that the hypotube was kinked at various locations. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During inflation, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good